Event description:
Account alleged that the bed has an unintentional movement of the knee up function. No injuries reported at this time.

Manufacturer narrative:
Account replaced the lh ucm and this repaired this issue. Customer stated that the part has been discarded. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.